Event description:
The customer was hospitalized for low bgs. It was informed that the bgs were too low to read on the meter. In addition, it was mentioned that the pump had an intermittent response to button press.